Manufacturer narrative:
The device will not be returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when removing the 2.0x18mm mini trek balloon dilatation catheter (bdc) from the packaging it was noted to be separated into two pieces at the mid shaft. The device was not used in the patient. Another 2.0 mini trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.